Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 9 months post implant of this 27mm bioprosthetic valve implanted in the tricuspid position, was explanted and replaced due to severe tricuspid regurgitation and leaflet calcification. No additional adverse patient effects were reported.